Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer received questionable ise results for 5 patient samples. For patient 1, the initial sodium was 139 mmol/l and the repeat was 148 mmol/l. The potassium initial result was 3.8 mmol/l and the repeat was 4.4 mmol/l. For patient 2, the initial sodium was 140 mmol/l and the repeat was 152 mmol/l. For patient 3, the initial sodium was 140 mmol/l and the repeat was 149 mmol/l. For patient 4, the initial sodium was 143 mmol/l and the repeat was 154 mmol/l. For patient 5, the initial sodium was 136 mmol/l and the repeat was 149 mmol/l. The initial potassium result was 4.3 mmol/l and the repeat was 5.2 mmol/l. No erroneous results were reported outside the laboratory. The patients were not adversely affected. The electrode lot numbers and expiration dates were requested but not provided. The field service representative could not determine a cause. And asked the customer to run the samples at another site. The "the samples ran exactly the same way". No specific data was provided. No issues were identified with the ise system. The customer stated they have not had any additional ise issues since the service visit, calibration and qc have been acceptable, and there have been no alarms. The investigation was unable to find a definitive root cause.